Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that an out-patient with a PICC line developed a yellow hard slough, raised, ulcerated area around the PICC insertion site, along with skin irritation under the dressing. The PICC line/catheter were removed. No cultures were performed. Skin was cleansed with alcohol and sterile 2 x 2. Next, kerlix was applied. No further medical care was required, as the skin area healed after approximately one week.